Event description:
The manufacturer sales representative reported that the device snapped in half at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
D9/h3: device not available for evaluation.

Event description:
The manufacturer sales representative reported that the device snapped in half at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.